Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. Parts have not been returned for evaluation. A medtronic representative inspected the imaging system on-site and replaced the uninterruptible power supply (ups) battery. A full imaging system check-out was completed following part replacement, and all tests passed. The system was returned to service.

Event description:
A site representative reported that the imaging system would not hold a charge, and would power down within a minute of being unplugged from the wall outlet. This was discovered outside of any patient involvement. No additional details were provided.